Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead had high impedance in bipolar and unipolar settings. Noise was also present. The lead remains implanted. No adverse patient events were reported. Biotronik has no information in regards to a revision. Should additional information become available this file will be updated.